Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report: 1627487-2017-04561 it was reported the patient experienced a change in stimulation. Diagnostics indicated multiple high impedance values on the leads. The patient stated having slipped on the steps last month. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-04561. Follow-up identified the patient underwent surgical intervention during which the bilateral leads were explanted and replaced with two new leads.